Event description:
The patient received his scs system on (B)(6) 2006. It was reported that the patient is not getting as much pain relief as he did previously. The patient has been reprogrammed in the past. The patient will try using a different stimulation program. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.